Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering removed the seal and noted no damage to the duckbill, however, when the duckbill was removed the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and matches where the hole in the septum is located. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Lap. Tapp (hernia repair) - "a piece of the seal fell into the situs after atraumatic insertion of the divices. The piece of the seal, could be retrieved." Patient status - "ok".